Manufacturer narrative:
The lens was not returned for evaluation. A review of the device history record was considered acceptable, and the product was performing within anticipated rates. Based on the information provided, we are unable to determine a root cause.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that patient had lens vaulting approximately eight months over medially placed hinge. Orientation of the lens changed. Patient also noticed a decrease in vision. Secondary surgery was performed to re-position the asymmetrical vaulting of lens. Fibrotic capsular material has been seen around haptic. Lens re-position and a yag opening for capsular releasing hinge were performed. Patient is reported to have stable lens position and less fibrosis. Patient is being monitored regarding potential medial capsular scarring.